Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was returned and evaluated. The reported event of a failed transmitter error was confirmed via data. A root cause could not be determined via data.

Manufacturer narrative:
Sr-(B)(4)

Event description:
The transmitter has been received for evaluation. An exterior visual inspection was performed and passed. Voltage testing was performed and failed. Share log was reviewed and displayed a transmitter failure alert within the investigation window. Confirmation of the complaint was confirmed via data. The root cause was determined to be a low transmitter battery that led to a transmitter failure.